Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-15883. It was reported that the patient was experiencing ineffective therapy due to high impedances. Surgical intervention may occur. It is unknown which lead had the issue, so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the lead was explanted and replaced. Effective therapy was established post-operatively.